Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, observed 40 mm dark patch edge material inside device, and crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on the posterior, and stress marks near the broken site, assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge on the posterior due to surgical impact.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.